Manufacturer narrative:
(B)(4). Investigation results of stent partially deployed. Investigation results: an ultraflex¿ tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 1 cm. In addition, the shaft was kinked at the proximal end. During functional analysis, catheter bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on january 15, 2016, that an ultraflex¿ tracheobronchial stent was to be used to treat a malignant stricture in the left main stem during a bronchoscopy with bronchial stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician pulled the deployment suture but the stent failed to deploy. The stent was removed from the patient and the procedure was completed with another an ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.